Manufacturer narrative:
A sample device was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported in the literature that the study involved patients with non-infectious uveitis the cumulative incidence of posterior capsule opacification and yag were examined and the cumulative incidences of pco was 16.2%.